Event description:
It was reported the sensor was giving inaccurate reading and were not lasting six months. Customer's blood glucose was 200 mg/dl and sensor reading was 60 mg/dl. Customer stated at times the sensor cannula was bent. Customer was advised how to properly insert the sensor and what to avoid. Troubleshooting was not performed customer was reporting a past event. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.